Event description:
It is reported that during surgery, the surgeon had difficulty inserting the drill guide into the locking hole. The surgeon used an alternative plate to complete the procedure.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Review of the returned component noted a burr on the distal locking hole which may be contributing to the doctor's problem with insertion the drill guide sleeves. A sample drill guide sleeve was used to check thread functionality and it would not thread into the hole. The DHR's were reviewed for this lot, which the part originated from, and found conforming to the requirements at the time of manufacture. No other reports of this nature were noted for this part number. This device is used for treatment. The manufacturing process for this plate recently underwent various changes to mitigate the risk of thread malfunctions including burns due to issues noted with similar product. The process change was implemented in 2015; this component was implemented in 2015; this component was manufactured in 2014. Based on information provided, the root cause of this issue has been addressed through recent corrective actions implemented.

Manufacturer narrative:
This report will be amended when our investigation is complete.